Event description:
Complainant alleged that after one shock was delivered to the pt, the pt converted to asystole then back to ventricular fibrillation, another shock was delivered and the device displayed a "bridge test failed" message. Complainant indicated that the pt subsequently expired.